Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While preparing a new ruby coil on the back table for a coil embolization procedure, the physician was unable to advance the coil out of its introducer and into a non-penumbra microcatheter. Therefore, the introducer sheath containing the ruby coil was removed and never entered the patient's body. The procedure was completed using additional ruby coils and the same microcatheter.